Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that the patient experienced a skin reaction on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as red and oozing welts. Patient's mother stated that the patient gets an allergic reaction to adhesive. The sensor was inserted on saturday and when the patient got home from school on monday, it had to be removed. Patient had an appointment with his endocrinologist on (B)(6) 2015. This is when patient's mother showed the doctor the skin reaction. Patient's doctor stated that the patient was definitely allergic to the adhesive. Doctor recommended that the patient use tegaderm an IV 3000. Doctor did not prescribe any medications for the reported skin reaction. At the time of contact, patient's mother reported that the current condition of the patient was "fine". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).